Manufacturer narrative:
The device was returned and evaluated. One opened power port isp with groshong catheter kit was returned for evaluation. A visual evaluation was performed. The investigation is inconclusive for missing component, as the sample was received with open packaging. No intro needle was received with the kit. However, due to the components being opened upon return it is unknown whether the missing components could have been lost in clinical or packaging return procedure. The definitive root cause could not be determined based upon available information. It is unknown if clinical, manufacturing, or return shipping procedure contributed to the reported event. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1808560 implantable port allegedly had a component missing. This information was received from a single source. The alleged malfunction did not involve a patient as there was no patent contact. The patient age, weight, and gender were not provided.